Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis with stromal and glandular breakdown') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 822368) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nauseous, menometrorrhagia, endometritis, dysplasia, leiomyoma and adenomyosis. On (B)(6) 2011, essure confirmation test showed bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysplasia ("dysplasia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"), polyp ("polyp"), cervical dysplasia ("cervical intraepithelial neoplasia, grade 1 of the cervix"), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral))). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dysplasia, ovarian cyst, polyp, cervical dysplasia, vaginal haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dysmenorrhoea, dysplasia, endometritis, menorrhagia, ovarian cyst, pelvic pain, polyp and vaginal haemorrhage to be related to essure. The reporter commented: coils visualized in intrauterine cavity left: 4 right: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: nabothian cyst formation and benign fibroglandular polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records confirming: dysmenorrhea, ovarian cyst, abdominal pain lower, endometrial polyp, cervical intraepithelial neoplasia, grade 1 of the cervix most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet and medical record received. Lot number added. New events added: cervical intraepithelial neoplasia, grade 1 of the cervix, abnormal bleeding vaginal, left lower quadrant pain, chronic endometritis with stromal and glandular breakdown were newly added. Other relevant history and lab data updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis with stromal and glandular breakdown') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 822368) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nauseous, menometrorrhagia, endometritis, dysplasia, leiomyoma nos and adenomyosis. On (B)(6) 2011, essure confirmation test showed bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysplasia ("dysplasia"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"), polyp ("polyp"), cervical dysplasia ("cervical intraepithelial neoplasia, grade 1 of the cervix"), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral))). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dysplasia, ovarian cyst, polyp, cervical dysplasia, vaginal haemorrhage and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dysmenorrhoea, dysplasia, endometritis, menorrhagia, ovarian cyst, pelvic pain, polyp and vaginal haemorrhage to be related to essure. The reporter commented: coils visualized in intrauterine cavity left: 4 right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2011: nabothian cyst formation and benign fibroglandular polyp. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records confirming: dysmenorrhea, ovarian cyst, abdominal pain lower, endometrial polyp, cervical intraepithelial neoplasia, grade 1 of the cervix. Lot number: 822368 manufacture date: 2011-01 expiration date: 2014-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2011, essure confirmation test showed bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysplasia ("dysplasia"), cyst ("cyst") and polyp ("polyp"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral))). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, dysplasia, cyst and polyp outcome was unknown. The reporter considered abdominal pain, cyst, dysmenorrhoea, dysplasia, menorrhagia, pelvic pain and polyp to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. New events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), dysplasia, cyst, polyp. Essure removal details, patient date of birth added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.